Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.00 x 38mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. Stent strut rows 18 to 20 (counting from distal toward proximal end of stent) were damaged and partially lifted from the stent profile. The undamaged section of the crimped stent od (outer diameter) was measured which is within maximum crimped stent profile measurement. The balloon cones were reviewed. The wings of the balloon cones were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination of the tip identified slight tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 70-80% stenosed, 32-34mm in length, concentric, de novo target lesion was located in the moderately tortuous, mildly calcified, and 3mm in diameter mid-left circumflex artery. The lesion contained >45 and <90 degrees bend. After a 3.5 6fr extra buck-up catheter was engaged and a non-bsc wire crossed the lesion, pre-dilation was performed with a 2x12 non-bsc balloon catheter, leaving 30-40% residual stenosis in the lesion. Subsequently, a 3.00 x 38 synergy¿ drug-eluting stent was advanced, however resistance was encountered. Repeat pre-dilation was performed and the device was advanced again but still the device could not track. The device was removed and it was noted that the stent struts were lifted slightly in the distal portion of the stent. Another 3.00 x 38 synergy¿ drug-eluting stent was deployed and was post-dilated with a 3.5x9 non-compliant non-bsc balloon catheter. Angiography was performed which showed great results and the procedure was completed. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 70-80% stenosed, 32-34mm in length, concentric, de novo target lesion was located in the moderately tortuous, mildly calcified, and 3mm in diameter mid-left circumflex artery. The lesion contained >45 and <90 degrees bend. After a 3.5 6fr extra buck-up catheter was engaged and a non-bsc wire crossed the lesion, pre-dilation was performed with a 2x12 non-bsc balloon catheter, leaving 30-40% residual stenosis in the lesion. Subsequently, a 3.00 x 38 synergy¿ drug-eluting stent was advanced, however resistance was encountered. Repeat pre-dilation was performed and the device was advanced again but still the device could not track. The device was removed and it was noted that the stent struts were lifted slightly in the distal portion of the stent. Another 3.00 x 38 synergy¿ drug-eluting stent was deployed and was post-dilated with a 3.5x9 non-compliant non-bsc balloon catheter. Angiography was performed which showed great results and the procedure was completed. There were no patient complications reported and the patient's status was stable.